Event description:
A mayfield skull clamp was involved in an incident during a procedure. The incident was described as follows: "the clamp loosened despite proper condition at the index knob and so the rocker arm released. This happened in the last part of surgery - a new fixation of the pt was no longer possible. Locking mechanism operates automatically without any external influence". The device was in contact with the pt. The pt was not injured or death alleged. The event led to an increase in the surgery time. However, the amount of time involved was not provided.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.